Event description:
It was reported that two charge episodes were aborted due to possible output circuit damage. Both ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported output anomaly was confirmed. An arc mark was observed on the ICD can and the transistors were shorted. The arcing damaged the device's high voltage output circuitry. The root cause of the damage is a lead insulation breach.

Event description:
The lead was capped and will not be returned for analysis.